Event description:
Caller reported blood glucose results of 25 mg/dl and 116 mg/dl on the compact system within 10 minutes. Customer stated she was drinking orange juice at time of taking second reading. Also reported blood glucose results from another day of 15 mg/dl and 114 mg/dl on the compact system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.